Event description:
A female patient reported experiencing acanthamoeba keratitis while including complete moistureplus in her lens care regimen. In follow-up with the patient she explained that she was seeing doctors for 2 months before they reached a final diagnosis (interim diagnosis included dry eyes, pink eye, etc). She sometimes had trouble seeing at night (halos) or in bright light. She reported that the doctors did not know how she contracted acanthamoeba keratitis. Complaint unit was discarded, not available for investigation purposes. Patient has not responded to our attempts to obtain further information (2 letters, 2 phone calls).

Manufacturer narrative:
Lot number of solution used by patient is unknown. Patient has not responded to manufacturer's multiple request for additional information. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received and identifying lot number to guide our testing, we have been unable to determine the relationship.